Manufacturer narrative:
A quality complaint investigation was performed. No sample was received from the customer. Based on the lot number provided by the customer, the assembly work order was retrieved to assist in the investigation. Reviewing of the assembly work order# (B)(4) does not reveal any associated defect detected during the 100% inspection and light test. Reviewing of the incoming inspection report for the connector used in the work order does not reveal any sign of dimensional failure. The dimension of the connector was found to be well within specification when measured during the incoming inspection. A complaint sample is not expected to be available. The batch record review revealed that all relevant test performed during the manufacturing process had been performed and met requirement. No other conclusion could be drawn without performing the testing on the product and with the information available, we are unable to determine the root cause of the complaint. Should the sample with regards to the complaint be available at a later stage, we will re-open the file for investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It should be noted that the patient's condition initially prompting endotracheal intubation is unknown. No further information was available at the time of the report. Additional patient/event details have been requested. Additional patient/event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.

Event description:
Endotracheal tubes, magill shaped, with hvlp cuff with murphy 6.5mm. It was reported that during an intubation on a pediatric patient, the distal connector, which connects to the respirator, was found missing from the endotracheal tube. The missing connector resulted in a delayed intubation as the "healthcare professional had to take time to use another device". It was reported that the patient developed respiratory distress as a result in the delayed intubation.